Manufacturer narrative:
Analysis of tined lead l/n va09gz1 found non-conformance in the form of twisted outer insulation. All conductors were broken due to overstress and damage. Analysis of interstim ii s/n (B)(4) found no anomaly.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was confirmed to be flipped and that the lead broke off near the connection to the ins. It was noted that both the ins and lead were then replaced. No patient symptoms were reported to be associated with this event. The patient status at the time of the report was indicated as alive/no injury. There were was no outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09gz1, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type programmer, patient. (B)(4).